Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. Further patient identifying information was provided.

Event description:
Information was received from a manufacturer representative regarding a patient with an implanted neurostimulator (ins). The representative (rep) reported that they measured some out of range values when testing impedance. The rep reported that they would check the patient's impedance history to make sure that hadn't been any drastic changes. No patient symptoms were reported. The rep reported the following readings: left c and 0 90 usec 185 hz 990 ohms 2.90v right 2.60v 150 usec 185 hz 1059 ohms 2.02 weeks low, 2.69 weeks empty c and 0 3839 ohms c and 1 1025 c and 2 987 c and 3 1172 0 and 1 3394 0 and 2 4034 0 and 3 4368 1 and 2 1165 1 and 3 1556 2 and 3 1261.

Event description:
Additional information was received from a manufacturing representative. Patient identifying information was provided. It was also reported that the patient is receiving good stimulation and the dbs system is intact. There were no other problems or disruptions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.